Manufacturer narrative:
The manufacturer previously reported that device was sent to a third-party service center for investigation. During evaluation, the third-party service center found blower burned. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded. Additional information: the device was forwarded to the product investigation lab where it was inspected. The service technician confirmed the complaint of insufficient power due to error codes. Also reported during the evaluation is tobacco contamination to the blower, blower box, water tank seal, blower seal, blower isolators. Pil did not confirm the prior investigation's note of blower burned.

Event description:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found blower burned. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.